Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the company representative that when the surgeon was using the cutters to cut through a plate, the plate did not shear and instead the cutters began stripping away/fracturing in small increments.

Event description:
It was reported by the company representative that when the surgeon was using the cutters to cut through a plate, the plate did not shear and instead the cutters began stripping away/fracturing in small increments.

Manufacturer narrative:
The reported event that ¿the tips crumbled¿ could be confirmed. The visual inspection showed that the tips of both cutting edges have fractured off. The associated fracture surfaces reveal fractures due to mechanical overloads. Furthermore, both cutting edges show damages throughout the whole cutting line. In specific, a small fragment has broken out of the cutting edge #1 and cutting edge #2 shows multiple damages such as grooves and deformations on several positions of the cutting edge, indicating several attempts to cut (too) hard objects. Overall, this results in an impaired cutting function of the device. Based on the characteristics of the fracture surfaces as well as the determined damages at the cutting edges, the root cause for the breakage can be attributed to a user related issue, most likely due to cutting inappropriate and / or too hard objects. The in-situ plater cutter is designed for cutting titanium plates up to 0.6mm thickness. Therefore, harder and thicker materials may exceed the mechanical strength of the device. Indications for any material, manufacturing or design related problems were not determined in the investigation. Therefore, no preventive and / or corrective action is required at this time.